Event description:
This is the third report of four from the same facility. Cross reference with MFR numbers 9617494-2012-00011 and 9617494-2012-00013. A im3st a complete brain imc probe kit msr o2 and temperature was reported to have failed during pt use. The unit was reading zero; the staff was unable to get any readings. Additional info was requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.